Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this aortic bioprosthetic valve, the valve was implanted and explanted. The reason for explant and the replacement valve was not reported. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the surgeon reported there was concern of dehiscence on the left side of the annulus and chose to replace the aortic root in addition to the valve. The valve was replaced with a non-medtronic product. There were no allegations against the valve or its function. Patient weight added. If information is provided in the future, a supplemental report will be issued.